Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet displayed an ¿unable to proceed¿ alert during setup with no supplies loaded, followed by an alert 38 motor stall after a restart, and the device was replaced; the pump had a full battery, the serial number was (B)(6), and the patient was instructed on restarting and shutdown procedures, use of backup therapy, and continuation of cgm via dexcom app or receiver. Symptoms included no change in blood glucose. Outcomes included temporary interruption of insulin delivery requiring backup therapy until the replacement arrived. Investigation included review of device history and user-reported performance, confirmation of restart behavior, evaluation of battery charge status, and assessment of alert recurrence after restart. Investigation of this case revealed a motor stall consistent with a device malfunction in the drive mechanism after reboot, with the alert not recurring until the device restarted and attempted operation, indicating a probable hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure consistent with a motor/actuator stall.